Event description:
The user facility reported that a portion of the wire was sheared during an percutaneous transluminal coronary angioplasty (ptcd) procedure. The following information was provided by the user facility: the guidewire was introduced into the bile duct via a metallic needle; a drainage catheter was then inserted into the bile duct and the procedure was completed; following the procedure, the physician noted by fluoroscope that a detached portion of the device remained in the patient; the physician plans to perform a procedure to remove the detached material from the patient at a later time; and the patient is reported to currently be "under observation."

Manufacturer narrative:
Results: user facility information & the returned sample; evaluation of undamaged sections of the return sample. The involved sample was returned for evaluation by the manufacturing facility. Examination of the returned sample confirmed: the urethane coating had been sheared off & detached from the core wire starting approximately 115mm to 225mm from the distal end; and the edge of the sheared material was smooth indicating contact with a sharp surface examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the event description and appearance of the return sample are most consistent with damage to the glidewire's polyurethane coating due to manipulation of the guidewire against a sharp surface, such as the bevel of the metal introducer needle during withdrawal. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval"; "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." "Manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).